Event description:
Per the clinic, the patient experienced pain and a migration of the of the receiver/stimulator. Subsequently, the patient was placed under general anesthesia on (B)(6) 2026 in order to reposition the device. During the same surgery, several electrodes were noted to have migrated out of the cochlea, resulting in the decision to explant the device. The device was explanted and the patient was reimplanted with another cochlear device.